Manufacturer narrative:
The manufacturer previously received information alleging the ventilator active exhalation solenoid valve malfunctioned. There was no harm or injury reported. No medical interventions were specified. Additional information: during the evaluation of the device at the manufacturer's service center the allegation was confirmed. The active exhalation control module was replaced. The front enclosure and top plate enclosure were replaced. The device passes all testing.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the ventilator active exhalation solenoid valve malfunctioned. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.